Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the opened clips were failling down when the surgeon fired the ligaclip. When the device was fired, some of the clips left the ligaclip improperly, by the side of the ligaclips jaw. The device is being sent for analysis. There was no adverse pt outcome.